Event description:
Monitor alarming leads off. Found one lead had come off infant and was stuck on infant's clothing. Paper disc off from another lead and laying in infant's blanket.

Event description:
Monitor alarming leads off. Found one lead had come off infant and was stuck on infant's clothing. Paper disc off from another lead and laying in infant's blanket.